Event description:
This report is being filed after the subsequent review of the following journal article, "the use of the synthes 7.3mm. Cannulated screw in rearfoot and ankle surgery: a preliminary prospective study." (1997). Rockett, m.s., zygmunt, k.h., and brage, m.e. The journal of fotot and ankle surgery 36(2): 87-94, 1997). In this study, from october 1994-october 1995, 29 consecutive patients underwent reconstructive surgeries of the foot and ankle with the use of the synthes 7.3-mm. Cannulated screw system. The mean age of the patients was 40.86 years (range, 15 to 69 years). Sixteen male and 13 female patients were included in the study. A (B)(6) female underwent a calcaneal osteotomy developed pain postoperatively and had the screw removed. This is report 4 of 6 for (B)(4). This report is for the unknown synthes 7.3-mm. Cannulated screw system. This refers to an unknown 7.3-mm cannulated screw and refers to the serious injury, pain.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. "The use of the synthes 7.3mm. Cannulated screw in rearfoot and ankle surgery: a preliminary prospective study." (1997). Rockett, m.s., zygmunt, k.h., and brage, m.e. The journal of fotot and ankle surgery 36(2): 87-94, 1997). This report is for unknown cannulated screw, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn s no device was returned and no lot number or part number was provided.